Manufacturer narrative:
(B)(4). Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. The flexlink arm loosened and remained loose when the loosening knob was turned counter-clockwise. When the knob was moved anticlockwise, the biscuit was able to freely move and the arm could be moved side to side and swivel up to 180 degrees, no resistance that can be considered as abnormal was observed. It was also observed that the malleable stabilizer foot is able to rotate with no difficulty. Based the returned condition of the device and results of the investigation the reported failure mode ¿mechanical issue¿ was unable to be confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer swivel movement was stiff even after loosening the arm by rotating the knob counter-clockwise. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer swivel movement was stiff even after loosening the arm by rotating the knob counter-clockwise. A replacement device was used to complete the procedure. The hospital did not report any patient effects.